Event description:
The medical surveillance specialist (mss) has reviewed the customer service representative (csr) documentation. On (B)(6) 2009, the lay-user/patient contacted lifescan (lfs) alleging an "error 1" issue with a one touch ping meter. Fifteen to twenty minutes after the alleged issue began, the patient claimed that she developed symptoms of irritability and stress. As a result of the alleged issue, the patient called a doctor for assistance. The doctor reportedly advised the patient to call lifescan for assistance with the reported meter. The meter was replaced. Based on the information provided, this complaint is being reported due to the unresolved "error 1" issue. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient's reported symptoms do not meet lifescan's criteria for a serious injury. The patient also did not report receiving medical treatment as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.